Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and location of the leak was while trying to remove the reservoir from the pump. Customer reports insulin squirting out during the prime process. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer states that drive support cap appears normal. Customer states insulin did not continue to drip after letting go of the act button. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.